Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they recently experienced a low blood glucose and sensor with inaccurate readings the customer¿s blood glucose was 53 mg/dl and the sensor glucose was 150 mg/dl at the time of the incident. The customer did not mention how they treated the low blood glucose. Customer's blood glucose at the time of the call was 243 mg/dl. The customer stated they have been getting sensor error and calibration error alerts. Troubleshooting was not completed, it was found that the sensor was expired and had blood on it. The sensor will not be returned for analysis.